Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Follow-up was conducted to request contact information regarding the reported event; however, unable to release any further information that pertains to the report in question. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through medwatch that the patient underwent coiling embolization of an unruptured aneurysm. After placement of the last coil, multiple maneuvers were performed to ensure that the last loop of coil was not entered in the catheter. Despite these maneuvers, the last loop of coil was dragged into the parent artery causing temporary occlusion of the ophthalmic. To avoid blindness, a stent and blood thinners were given, which ultimately restored blood flow through the ophthalmic, placing her at further risk of bleeding and stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.